Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. DHR review: the quality records indicate that these components met all requirements to perform as intended. Reported event: an adverse event form was completed by the study site on (B)(6) 2011, but not submitted to zimmer biomet clinical operations until (B)(6) 2018. The ae form indicates acetabular implant loosing on (B)(6) 2011, which was the subject's 4-year post-op follow-up exam. The investigator indicated the relation to device was "probably." The device was not removed. Treatment was indicated as "observation" and the outcome "tolerated." The subject remained in the study,and completed their 6-year, 7-year, and 10-year post-op follow-up exams. When the subject completed the study on (B)(6) 2017, and the device was still in place. Surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as it is still implanted. Conclusion: no further investigation required as this issue is known and addressed (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient is experiencing loosening post implantation and is being monitored. Attempts to obtain additional information have been made; however, no more is available.